Event description:
The patient called lfs and alleged that the meter would only prompt the apply sample symbol. The issue was not resolved with troubleshooting. The patient stated that on the morning of calling lfs patient felt hyperglycemic. Patient stated that their meter did not work so their sister rushed patient to the hospital where patient received insulin. The hospital result is not known. It is not known how long the patient was unable to test on the meter. It is also not clear if the patient attempted to test before going to the hospital. Based on this information, the case is being reported as a malfunction. There is currently insufficient information to prove that the meter contributed to a serious injury. Medical affiars attempted unsuccessfully to reach the patient by phone. A letter is being sent to attempt to obtain more clinical information.